Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the display on the insulin pump intermittently turns black and then fades away. The reported blood glucose reading was 70 mg/dl. Nothing further was reported.